Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a sensor error message from the adc device. The customer reportedly experienced a seizure and/or loss of consciousness, however, did not require third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Inspected the sensor plug assembly, no issues were observed. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The battery was measured and was found to be within specifications. Extended investigation has also been performed. Visual inspection was performed on the returned sensor puck and no issues were observed. Sensor data was extracted and again found to be in sensor state 6 with a brownout reset event internally logged (event 21). The battery was measured and found to be within specifications. Therefore, the issues is confirmed to a brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a sensor error message from the adc device. The customer reportedly experienced a seizure and/or loss of consciousness, however, did not require third-party intervention. There was no report of death or permanent injury associated with this event.